Manufacturer narrative:
In some countries outside the u.s, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer reported a blood test on the contour next link 2.4 was automatically marked as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. Strip information was not provided. The country rep was advised to have the strips returned for investigation.